Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018 the reporter contacted animas alleging a battery life issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Date of submission 07-jun-2018 the device has been returned and evaluated by product analysis on 01-jun-2018 with the following findings: a review of the black box showed no evidence of a short battery life. Several call service 128/177 alarms occurred due to normal battery wear were observed. The returned battery cap was undamaged and able to fit. The ez-prime steps were performed correctly. All current readings were within specifications. The alleged short battery life complaint was unable to be duplicated during investigation. The pump cover was removed to find no intermittent conditions to the power printed circuit board.